Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor keeps freezing. There was no patient involvement. There was no adverse event to a patient or user.